Event description:
Patient reported right side rupture and "deformation and different shape". Device has been explanted.

Manufacturer narrative:
Patient dob: (B)(6) 1982. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "deformation and different shape".

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Visibility/palpability: unable to confirm, as it is a medical event. Not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Patient reported, right capsular contracture, baker grade iii. Device has been explanted.